Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this electrode exhibited shock impedance measurements of greater than 200 ohms. It was noted to be historically high and likely related to the electrode being located in adipose tissue. It was noted this patient had a large body mass index. This patient had experienced cardiac arrest in the past and was noted to have been using drugs at that time. Imaging was performed in which 15-17 mm of fat was observed underneath this electrode and sternum. This patients ejection fraction has improved to 70 percent and is secondary prevention. A system revision was discussed however at this time the physician and this patient chose not to revise and to monitor. This electrode remains in service.